Event description:
Reporter alleged she was unable to read the lot number on the test strip vial used with the blood glucose monitoring device. Reporter stated the numbers were smudged and did not provide any other information on the alleged incident. A request was made for the return of the suspect product and replacement product was sent.